Event description:
These tubes do not fill to the level they need to for a lab value. We have gotten multiple calls from the lab for "insufficient" amount. The tube will not fill to the designated line despite order drawn (e.g., drawn first or second or third etc.). It has come to my knowledge that nurses have been drawing two of these tubes to ensure quantity is sufficient. However, this should not be occurring, and the tubes should be obtaining the right amount of blood (the old tubes where you fill them to the top did). This patient is a difficult stick. And he is getting annoyed with the amount of unnecessary blood we are obtaining.